Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was in the emergency room and did not "feel like the pump is working". The patient did not hear any alarms. The emergency room physician contacted the follow-up physician. The follow up physician gave directions for care. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).